Event description:
Caller alleged discrepant inration precision results. Results as follows: date: (B)(6) 2012, inratio: 1.8, re-test: 4.5; (B)(6) 2012, 1.5. Five minutes elapsed between tests on (B)(6) 2012. While being trained on proper technique patient self tester received discrepant precision results. Terapeutic range 2-3.

Manufacturer narrative:
Inratio precision data provided by end user lot: date: (B)(6) 2012, 1st inr: 1.8, 2nd inr: 1.5, mean: 3.15, sd: 1.91, %cv: 60.6. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Customer reported additional inr results on (B)(6) 2012 which was excluded from data analysis because time between tests exceeded three hours. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. In-house therapeutic donor testing has been performed on reported lot #293019 on (b)94) 2012. Results as follows: donor: 204; inratio: 3.3, 3.0, 2.9; reference: 3.09; bias threshold: 2.09 - 4.09; %cv: 6.79. Donor: 219; 1.9, 2.0, 2.0; 2.02; 1.02 - 3.02; 2.94. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. One of the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). This issue will be subject to tracking and trending. Corrective action not required at this time.